Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported to dräger that the workstation suddenly alarmed during a surgical procedure indicating that automatic ventilation was no longer available. The user continued patient support in manual ventilation. No patient consequences have occurred.

Manufacturer narrative:
The electronic log file provided the base for an initial on-site analysis upon which a certain pcb and a vacuum pressure sensor were replaced. The device was tested after the repair exchange, found compliant to specifications and could be returned to use. The replaced parts as well as the log file were evaluated by the manufacturer. The log indicates that the concerned procedure went stable and unremarkable for about one hour until a vacuum pressure inside the piston was measured which exceeded the lower (maximum) threshold. In consequence the ventilator initiated an autonomous shutdown while changing ventilation mode to man/spont and giving the corresponding ventilator fail alarm. The exchanged parts were installed into a lab device and, the unit exhibited the same behavior after same minutes as it was observed by the user during the course of event. The malfunction could be traced to a faulty pressure sensor on the particular pcb which dates to a manufacturing in 10/2004. The vacuum pressure is required to keep the ventilator piston diaphragm in place. A shutdown of automatic ventilation will be forced if the measured value would exceed the specified range. This is intended to prevent from wrinkling or perforation of the diaphragm. In the particular case, the issue was not related to a "real" problem of the vacuum pressure but indeed to an issue with the dedicated pressure sensor. The device has behaved as specified for this condition and has posted the corresponding vent fail alarm. Manual ventilation and the monitoring functions remain available to the full extent.

Event description:
Please refer to the initial-report.